Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a synthes employee. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h6: part: 07.702.016s lot: 3l53643, manufacturing site: werk selzach, supplier: (B)(4), release to warehouse date: 03-november-2023, expiration date: 01-november-2026. A manufacturing record evaluation was performed for the finished article lot and no non-conformance's were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H6 component code: g07002 ¿ device not returned device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent a percutaneous vertebroplasty (l1) for vertebral fracture on (B)(6) 2024. In the surgery, the stent balloon was dilated after the trial balloon was dilated and removed by the usual technique. The right side balloon was damaged when the stent balloon was dilated to 4.0 ml. The left side was placed with the stent deviating outward from the vertebral lateral wall (approx. 1/2). Cement was filled only from the right side where the stent could be successfully placed. The cement was carefully filled in a caudal direction, but a small amount of cement leaked from the left side. It was confirmed that when the trial balloon was extended, the position was not confirmed in the image frontal view. It is unknown whether the trial balloon was dilated in its normal position. The surgery was completed successfully with thirty minutes surgical delay. Patient was stable. This report is for a vertecem v+ cement kit. This is report 3 of 3 for (B)(4).